Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient saw an informational power on reset (por). The patient noted that he had a recent medical test/electromagnetic interference exposure; he had a CT scan a month prior to (B)(6) 2016 that was unrelated to the patient's device/therapy. The steps to clear the por were reviewed and it was noted that this troubleshooting successfully cleared the por and resolved the reported issue. Therapy was reported to be adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.